Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave a "cassette not attached properly" alarm. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on 03/feb/2022 via email: no patient involvement. H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Upon investigation, the latch lock flex is found to be inoperable, the latch lock is bent and the downstream sensor is stuck at 139mv. Replaced latch lock flex, latch lock and dso (downstream occlusion) sensor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.